Event description:
Dexcom did not report blood glucose numbers as expected, did not alert users nor followers of an outage, leaving a child without safety alarms for two overnight periods. FDA safety report ID# (B)(4).